Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05137. It was reported that patient was unable to place device into MRI mode. Therapy is effective. Lead diagnostics showed one lead had a high impedance on contact 6. The other lead appeared to have migrated. No evidence of fall or trauma reported. Surgical intervention was undertaken wherein the leads were explanted and replaced. Therapy was restored post-op.